Event description:
A trilogy 100 was returned to the manufacturer for recertification. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the rubber feet, o2 connector, top plate enclosure and handle need to be replaced due to physical damage. During final testing the device failed a nurse call on test step. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.